Event description:
Patient had a left total knee replacement last fall. Subsequently, the patient complained of knee pain and that her knee was "locking up". Today, the patient had an arthroscopy of her knee. The arthroscopy was performed at another facility. Reportedly, it was discovered that the applicator tip of a fibrijet that was used during the total knee replacement surgery was retained in the patient's knee. It is our further understanding that the applicator tip was removed during the arthroscopy and is being retained by the other facility.